Manufacturer narrative:
(B)(4). Uncheck disability and permanent damage. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from the lot. All available information was investigated and a definitive cause for the reported premature deployment of the clip could not be determined. Embolism and foreign body in patient is due to premature deployment of the clip. It should be noted that per instructions for use (IFU), the mitraclip nt system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation(mr)(mr greater than or equal to 3+) due to primary abnormality of the mitral apparatus (degenerative mr in patients). The reported patient effect of emboli (mitraclip nt device) as listed in the mitraclip nt system IFU is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed because the mitraclip prematurely deployed and embolized. A snare was used and the clip was placed in the venous external iliac. It was reported that this was a procedure to treat mitral and tricuspid regurgitation. Two mitraclips were implanted in the mitral valve reducing degenerative mitral regurgitation from grade 3-4 to 2. After completion of the mitral valve procedure, when positioning the device to use on the tricuspid valve, the clip prematurely deployed and embolized. The clip was snared and was placed in the venous external iliac. No additional treatment is planned to retrieve the clip. Another clip was implanted on the tricuspid valve. The patient is stable. No additional information was provided.